Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
Reference MDR #2242445-2011-00055 for the first event involving the same pt. It was reported that after the central venous catheter (cvc) was placed for the pt and they connected the IV tubing, the tubing was then flushed with heparinized saline solution. A leak was observed at the stopcock. They feel the leak was coming from the seam where it is bonded together. As a result, the clinician replaced the stopcock with a new one from their inventory. There was no delay in treatment, no pt death and no pt complications were reported. The pt's outcome was normal.